Manufacturer narrative:
This supplemental report is submitted to provide additional results of the legal manufacturer¿s investigation. The investigation determined that the damage to the insertion tube, identified on the device evaluation, is likely attributable to user handling.

Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were completed during the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The following statements are found in the IFU: important information ¿ please read before use "do not twist or bend the bending section with your hands. Equipment damage may result.¿ ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ ¿do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ the root cause was not identified. Probable causes include damage from external forces or chemicals during handling, as fine scratches and discoloration were observed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center for evaluation. The service group found the insertion tube was discolored/chemical damage with scratches. Additionally, excessive light guide bundle breakage on the image was confirmed. The scope failed the leak test from the biopsy channel. The bending section cover adhesive was cracked and the up/down angulations were below specifications. The scope was repaired and returned to the customer. A review of the scope's service history shows the scope was purchased on march 14, 2015 and was last serviced via (major) repair on may 6, 2019. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during maintenance, black spots (broken fibers) were visible on the image of the evis exera ii ultrasonic broncho-fiber videoscope. No patient injury or harm was reported to olympus.